Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having a past event of high blood glucose of 600mg/dl. Customer treated with a bolus. The customer indicated that their doctor has been called and that their blood glucose is stable at this time. Troubleshooting found that there may have been an issue with the sensor but the customer did not elaborate and declined further high blood glucose troubleshooting.